Event description:
It was reported to boston scientific corporation that during a cystocele pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, as the physician was tensioning and pulling the mesh leg through the patient's sacrospinous ligament using hemostats, he encountered resistance and the leg began to break. The physician would grab higher up on the affected mesh leg, but it would continue to break. The lead suture and some of the dilator broke "approximately" four times, all outside the patient. The physician pulled the affected mesh leg out of the patient and cut the remainder of the leg off. Using the same device, the physician successfully completed the procedure by implanting only one of the sacrospinous ligament mesh legs, without complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Correction: the initial report did not specify which mesh leg was placed. "Describe event or problem" has been updated with this information. Device evaluation: a DHR review did not reveal any manufacturing related issues which might have caused or contributed to this event. Visual analysis of the returned pinnacle mesh leg showed that the dilator and suture were received in four pieces, the needle was missing, and tool marks were observed, confirming the reported complaint. The rest of the uphold mesh assembly were not returned because it was implanted. The capio device was not returned with the uphold mesh leg; therefore, an analysis is not available and we are not able to determine the relationship between the capio device and the reported complaint. A review of the labeling, including the directions for use shows that they contain a precaution statement: "avoid excessive tension on the mesh during handling and positioning to prevent damage to the device." The probable root cause for lead suture and dilator detachment were determined to be operational context.

Manufacturer narrative:
The device has not been received for evaluation. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation that during a cystocele pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, as the physician was tensioning and pulling the mesh leg through the patient's sacrospinous ligament using hemostats, he encountered resistance and the leg began to break. The physician would grab higher up on the affected mesh leg, but it would continue to break. The lead suture and some of the dilator broke "approximately" four times, all outside the patient. The physician pulled the affected mesh leg out of the patient and cut the remainder of the leg off. Using the same device, the physician successfully completed the procedure by implanting only one of the mesh legs, without complications to the patient, who is reportedly "fine" post-procedure.